Manufacturer narrative:
This device is unable to start a reading due to the spring contacts under the electrodes not making contact. The spring heights will be fixed to the appropriate height required.

Event description:
Device does not countdown. The patient had no adverse event or reaction resulting from this problem.